Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 400 mg/dl at the time of the call. The customer reported their blood glucose was high from not receiving insulin. Customer locked the keypad on the insulin pump on accident. Customer also reported a hospitalization event that was not diabetes related. The customer reported having two units of blood given to them while at the hospital. The customer declined to return the insulin pump for analysis.